Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and silicon migration was received on (B)(6) 2021, with lot number 2719144. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive."

Event description:
Device has been explanted.

Event description:
Physician reported a rupture related to the right side. MRI scan performed with findings "bilateral intracapsular implant rupture with bilateral silicon nodes" the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b., h.6.

Event description:
Physician reported a rupture related to the right side. MRI scan performed with findings "bilateral intracapsular implant rupture with bilateral silicon nodes" the device remains implanted.